Event description:
Report for device #2 of 2 received from an abbott international affiliate that the friction fit flashback bulb detached during ivp administration at the distal y-port. The report indicates that the incident occurred with a pt hospitalized for chronic heart failure that was found in cardiac arrest. During resuscitation efforts, the medical team injected an unspecified drug via the distal y-port. The reporter indicated that during the injection the rubber flashback bulb slid off the friction fit rigid male adapter tubing. This lead to the drug going onto the bed and not into the pt. The medical team then primed another IV set from the same lot number and the same event occurred. On the third attempt, they connected the pt to a plumset with a new list number. The rest of the procedure was completed with the latter set up as a primary line. The reporter stated, "this series of event created delays in the administration of drugs (such as antiarrythmics) during this life-threatening event. The pt was resuscitated on the same day". It was reported they passed away two days later in 2004. Though requested, no additional information was provided.